Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an unknown error and the image was fuzzy with static on the screen. The issue was identified during device inspection for use. There were no reports of patient harm.